Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he cannot get out of the charging cycle. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to the loose drive support disk. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.